Event description:
Continuous bladder irrigation bag infused into bladder despite the tubing being clamped. Clamp was released and re-clamped and another bag of fluid hung. During next nurse assessment, the fluid from bag 1 was noted to be backfilling bag 2 even though bag 2 was clamped off. Two chest tube clamps were then used to occlude the tubing from bag 2 to prevent back fill.